Manufacturer narrative:
Sc-2317-70 (sn: (B)(6)). The returned leads were analyzed and the reported event was confirmed. With all the available information, boston scientific, concludes the cause of the reported event could not be determined. High impedances were noticed on seven contacts. Visual and x-ray inspections found the cable fractures at the click site, about 22 centimeters from the distal end. No cables were exposed. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures. Hence, the probable cause selected for this complaint is cause traced to component failure.

Event description:
It was reported that the patients leads were having high impedances which caused patients discomfort. It was noted that patient experienced shocking sensation. The patient underwent a lead explant procedure. The explanted leads will be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model:sc-2317-70, serial: (B)(4), batch: 5116908.

Event description:
It was reported that the patients leads were having high impedances which caused patients discomfort. It was also noted that the patient experienced shocking sensation. The patient underwent a lead replacement procedure. The explanted leads were returned.